Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. It was noted that there were no episodes in the logbook from that time. Boston scientific technical services (ts) discussed that there were numerous atrial tachy response (atr) events; therefore, this would overwrite the episodes. No additional adverse patient effects were reported. The device remains in service.